Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The pump passed the displacement test and active current test. Pump failed self test and sleep current test with a high sleep current. Successfully downloaded history files and traces using thus. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump error 49 were found multiple times in the history files on (B)(6) 2018 and (B)(6) 2018. Pump error 68 were found multiple times in the history files on (B)(6) 2018 and (B)(6) 2018. Pump error 25 were found multiple times in the history files from (B)(6) 2018 until (B)(6) 2018. Pump error 75 confirmed during self test and confirmed in the history files on (B)(6) 2018. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked retainer, label damage (stained), scratched case and int batt conn incomplete plug in. Unexpected pump error 23, pump error 68, and pump error 49 alarms confirmed in the pump history files as a result of pump error 25. Pump error 25 confirmed in the pump history files and in the power management graph due to j6 connector (pcba 1) not connected properly. Pump error 75 confirmed during testing and in the pump's history files due to improper connection of the internal lithium battery. Exposed to moisture confirmed on motor and pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 49, pump error 68, pump error 25, pump error 23. The customer reported no adverse event. The event involved product mmt-1780kpk. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1780kpk. The customer will discontinue using the device, and the customer response was that mmt-1780kpk.